Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit experienced a 24v power failure which cased the unit to power cycle each time I was powered on. There was no patient involvement. The manufacturer's field service engineer tested and was able to duplicate the error. The power cable was replaced and the unit retested. No further error persisted and the issue was resolved.